Event description:
During placement of the main body graft, the renal arteries were not clearly viewed in relation to the main body extension after the angiogram. The suprarenal stent was partially released in an effort to get a better view of the stent positioning in relation to the renal arteries. During the process of advancing the cannula slightly up on the suprarenal stent, it was advanced too far, deploying the main body graft approx 10mm below the lowest renal artery. Final angiogram noted both renals patent with no evidence of an endoleak. The main body graft was viewed as being approx 10mm below the lowest renal artery, leaving only about 5-8mm of seal at the proximal site. A main body extension was placed at the location of the suprarenal stent in order to provide adequate sealing at the site.